Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid delivery from a small volume infusor stopped during patient infusion. The device contained 5-fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.